Manufacturer narrative:
The device was returned , evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
Customer reported with an issue of " the image blurred, the area around the image became white" . There was no patient involvement, no harm reported due to the event.

Event description:
Customer reported with an issue of " the image blurred, the area around the image became white" . There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation did identify the scope mount to be corroded. A definitive root cause cannot be identified for either issue. A device history review (DHR) review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): handling and general precautions. Warning: - the electrical contacts of the video connector and their surroundings should be wiped dry with dry gauze and connected to the video system center in a sufficiently dry condition. Also, make sure that the electrical contacts are clean before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or endanger the safety of the patient or surgeon. Caution: - do not apply impact to the camera head. It may be damaged. - do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. - do not bump or bend the electrical contacts of the video connector. Doing so may result in loss of connection to the video system center or a poor connection. Olympus will continue to monitor the field performance of this device.